Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the screen was cloudy and makes it hard to read. Customer stated that the insulin pump has gotten louder to rewind and buttons do not press the same, they are resistance when the buttons are being pushed and they do not click anymore. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.